Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly and out of range issues occurred between the transmitter and pump for an unspecified duration of time. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.